Event description:
It was reported that high pacing impedance caused by dislodgement due to twiddler's syndrome was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance caused by dislodgement due to twiddler's syndrome was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.